Manufacturer narrative:
(B)(4). The 4.0 x 23 mm xience v is being filed under a separate manufacturer report number. There were no reported product deficiencies. The reported patient effects of dyspnea and stenosis/restenosis are listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2008, the patient underwent a stenting procedure with placement of 4.0 x 23 mm xience v stent in the proximal left anterior descending (lad) artery to treat restenosis and a 3.0 x 18 mm xience v stent in the mid lad to treat a de novo lesion. On (B)(6) 2012, the patient experienced shortness of breath. The patient was re-hospitalized on (B)(6) 2012. Angiography was performed and noted 75% restenosis in the proximal lad and 95% restenosis in the mid lad. Angioplasty was performed to treat the restenosis in the proximal lad and in the mid lad and additional stenting was performed in the mid lad. No additional information has been received.